Event description:
Customer reported a power event had occurred over night. When power was re-applyed to the dxp the next day, customer states a flame was seen coming from a power supply. Power was removed from the supply and the flame was extinguished. No patient involvement.